Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the serious adverse events of peritonitis, which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and transition to hd. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, there was no report that a fresenius device(s) and/or product(s) malfunction or deficiency occurred. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized on (B)(6) 2026 due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was treated with antibiotics (drugs, dosages, frequencies, durations, routes not provided) and was discharged on (B)(6) 2026. As of (B)(6) 2026, the patient was scheduled to complete his antibiotic regimen on (B)(6) 2026, after which he would be transitioning to hemodialysis (rationale not provided). Subsequent attempts to obtain additional clinical information (e.g., hospital records, discharge summary, patient demographics, medication records) were unsuccessful.